Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button alarms were noted.

Event description:
The customer reported a button error alarm. The blood glucose reading was 179 mg/dl. Prior the event, the insulin pump may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.